Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.

Manufacturer narrative:
The technical field manager has provided suggestions to the customer for routine use of the assay on the analyzer, but the customer has decided that they will not longer use the e411 analyzer routinely.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the ss- subunit (hcgb). The sample initially resulted as < 0.100 miu/ml accompanied by a data flag. The sample was repeated since it is laboratory policy to check any low results generated on the analyzer. The repeat result from the same analyzer was 21.43 miu/ml. The sample was rechecked on a different analyzer ("ce line") and resulted as < 0.100 miu/ml accompanied by a data flag. The recheck confirmed that the result of 21.43 miu/ml was incorrect. No results were reported outside of the laboratory. The patient was not adversely affected. The hcgb reagent lot number and expiration date were asked for, but not provided. The customer noted that when the sample was repeated on the e411 analyzer, there was a different sample run prior to the affected sample and this sample resulted as >1000 miu/ml. The field service engineer ran performance testing. The first run of performance testing was not within specifications. The engineer checked liquid level detection voltage and this was ok. He replaced tubing, a printed circuit board, and the measuring cell. He found that the water filter was blocked, so he cleaned this. He ran performance testing again and this was ok. Preliminary investigations have concluded that there is no reagent issue evident.